Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected to deliver inappropriate anti-tachycardia pacing (atp). Technical services (ts) was consulted and discussed that sensor driven pacing was present during the episode. The sensor-driven pacing caused functional undersensing in the ventricle and the device paced very close to a t wave. It could not be determined if this initiated the ventricular tachycardia (vt) episode. Ts noted the rhythm could also be an atrial tachycardia. A single burst of atp was delivered. The arrhythmia eventually self-terminated. No adverse patient effects were reported. This device remains in service.